Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings:during investigation, the pump was powered on and the display was found to be blank. The pump cover was opened and the oled was found to be cracked. A test display screen was installed and observed to be functioning properly. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal.